Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated. This may have been due to solidified saline solution within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solution before further inflation attempts were made. The device was removed from the bath and again attached to the encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks or drop in pressure noted. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. An examination of the blade identified that one of the blades and pad had partially lifted from the balloon. The blade was still attached to the balloon; however, 8mm of the blade had lifted from the distal end of the balloon. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device. Slight discoloration was also noted on the blades during analysis. This discoloration is a result of the blades coming into contact with fluid or saline which over time, can result in the brown discoloration. A visual examination of the shaft identified a hypotube kink 160mm distal of the strain relief. This damage is consistent with excessive force having been applied to the shaft when being handled during use. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-jan-2017. It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt. A 4mmx1.5cmx140cm small peripheral cutting balloon¿ was selected for use. During the procedure, a nominal pressure of 6 atmospheres was followed. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications reported and patient's status was good. However, device analysis revealed that one of the blades and pad had partially lifted from the distal end of the balloon.